Event description:
A customer reported use of excel off brand reagent rec'd erratic results. An example was a result of "lo" (less than 20 mg/dl) and then upon re-test a result of 109 mg/dl. While on the phone a review of the system was conducted. Electronic checks were satisfactory. However, when the customer used bayer supplied reagent control results were out of specification. A request was made to return the bayer reagent for evaluation. The customer was informed that bayer does not provide or support the use of an off brand reagent. Follow-up with the customer will be made.

Event description:
A customer reported taht when they use excel off brand reagent they received erratic results. An example was a result of "lo" (less than 20 mg/dl) and then upon re-test a result of 109 mg/dl. While on the phone a review of the system was conducted. Electronic checks were satisfactory. However, when the customer used bayer supplied reagent control reuslts were out of specification. A requeste was made to return the bayer reagent for evaluation. The customer was informed that bayer does not provided or support the use of an off brand reagent. Follow-up with the customer will be made.